Event description:
In2bones sas received from (B)(6) hospital a complaint describing following event: "during a case, as the implant was about to be inserted (m50 sc135, lot 2204203), it was discovered that the implant had expired on (B)(6) 2025. There was no alternative implant. The surgeon determined that changing size at that stage would compromise the procedure and, given it was only one month post expiry, made the clinical decision to implant."